Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings were broken white bend relief, faded serial label, dim led, wire fatigue. The reported event of damage to the controller cables was confirmed, however, the observed damage did not cause any functional issue with regard to supporting a system during testing. The heartmate ii system controller (serial number (B)(4)) returned with rescue tape wrapped around its bend reliefs (connector side). Upon removal of the tape, it was observed that the controller¿s white bend relief was broken, there were no underlying wires exposed. The controller was preliminarily tested and was found to perform as intended despite the damage. The controller failed multiple steps throughout functional testing due to higher resistances across both power cables. The higher than expected resistances did not affect the controller¿s ability to operate the pump at the set speed throughout the testing. The controller¿s individual wires within its power cables were measured and a majority of them were observed to have higher than expected resistance. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use and heartmate ii patient handbook explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange due to issues with the driveline. All products were returned for analysis. An evaluation of the controller found incidental findings that indicated a malfunction of the controller. Incidental findings include broken white bend relief, faded serial label, dim led and wire fatigue. No further information was provided.